Event description:
This was discovered before opening the package and using on a patient; 30 ml oral/enteral syringe has a bolt inside the packaging and the syringe and packaging is dirty. FDA safety report ID # (B)(4).